Event description:
It was reported that customer experienced unresponsive touchscreen on pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting and follow-up, and case was documented and closed by Technical Support with no additional actions taken.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.